Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b1, b2, b3, b5, b7, h1, and h6. B5: upon further follow-up; it was reported that the patient experienced sepsis and cloudy effluent. The cause of the events were not reported. Four days prior to the diagnosis of sepsis, the patient was hospitalized due to another indication and sepsis. It was reported that the patient received unspecified treatment for the event. The patient was discharged from the hospital after 4 days. It was reported that the patient recovered from sepsis and cloudy effluent. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.